Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports to have experienced low blood glucose which ranged from 50 mg/dl to 78 mg/dl, even after eating. Customer declined troubleshoot as he states he preferred to speak with health care professional about low blood glucose. No further information provided.